Event description:
The pro-kinetic energy coronary bare-metal stent system was chosen for treatment of a mildly calcified lesion (80 percent stenosis degree) in the mildly tortuous proximal lad. The balloon cant be inflated to nominal pressure. It was slowly and carefully tried until the stent finally can be fixed at the lesion side. Postdilatation with another balloon was performed, and the stent was successfully implanted. After procedure it was detected that the balloon had a leak.

Manufacturer narrative:
The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the balloon has been inflated and was deflated in the as-returned state. Upon inflation a fine jet of water was seen to emerge from the proximal end of the balloon. Microscopic inspection revealed a pinhole in the balloon surface at the distal end of the proximal x-ray marker on the edge of a stent imprint, directly on the edge of the balloon fold. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. However, the leakage rate test result of the complaint instrument was considerably above the spread of values observed for the remaining instruments of this lot. Based on the conducted investigations a prior damage of the balloon wall cannot be fully excluded. The root cause for the complaint event is most likely related to the crimping process. To prevent recurrence the respective internal departments were informed.